Event description:
The patient received the scs system on (B)(6) 2011. It was reported that after the staples removed from the incision site, the patient was unable to feel stimulation. Some of the lead contacts were low. X-ray result revealed that leads were pulled out from the ipg header. The ipg was removed and replaced by a new ipg. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.